Manufacturer narrative:
Updated sections: a4, b5, b6, b7, d6a, h6 component codes, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that this patient with a 3300tfx 25mm aortic valve, implanted in the pulmonic position for 8 years and 1 month under went a valve-in-valve procedure due to calcified leaflets and restricted leaflet motion severe stenosis and significant insufficiency. The patient presented prior to procedure to ICU to treat cardiovascular failure. The procedure was performed with a 26mm 9750tfx transcatheter valve with good result. Patient stable and transported back to picu for further care.

Event description:
It was reported that this patient with a 25mm 3300tfx aortic valve, implanted in the pulmonic position for approximately nine (9) years, underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 26mm 9750tfx transcatheter valve with good result. No perception of early failure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.